Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device not on communication bus due to drawer failure. The field service engineer reseated all drawer cables one by one and rebooted device to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system experienced drawer not being detected on communication bus, preventing access to medications. The customer stated that there was an delay in therapy and no other information was released. Customer confirmed that there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. E1 - facility name: chi st lukes health - (B)(6) medical center. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not on the communication bus due to drawer failure. The field service engineer reseated all drawer cables one by one and rebooted device to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the pyxis medstation es system experienced drawer not being detected on communication bus, preventing access to medications. The customer stated that there was a delay in therapy and no other information was released. Customer confirmed that there were no adverse events or injuries reported based on this event.